Manufacturer narrative:
(B)(4) - although a temporal relationship between the diagnosis of peritonitis and the fresenius products exists, there is no documentation that indicates there is a causal relationship between the liberty cycler and this episode of peritonitis. Additionally, the peritoneal dialysis registered nurse identified the peritonitis was likely related to a breach in aseptic technique/touch contamination secondary to patient not wearing a mask during continuous cycling peritoneal dialysis therapy. There is no reported allegation against any fresenius products. A follow up MDR will be submitted upon the completion of the plant's investigation.

Event description:
It was reported in medical records received that peritoneal dialysis patient had experienced peritonitis. Patient's peritoneal dialysis registered nurse (pdrn) later confirmed that the patient was diagnosed with peritonitis following a positive culture for staphylococcus organism. The patient was prescribed vancomycin and fortaz for antibiotic treatment. Additionally the patient's pdrn stated the reason for peritonitis was patient not wearing a mask during continuous cycling peritoneal dialysis therapy. The patient was treated on an outpatient basis and did not require in patient hospitalization. Peritonitis was resolved on (B)(6) 2014 and patient had no further reported issues with continuous cycling peritoneal dialysis therapy.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.